Event description:
Caller reported a malfunction on pump prior to any notable events. There was no adverse impact to customer's blood glucose level, which did not exceed 500 mg/dl. Cts provided pump reset information and assisted caller with resetting pump, resolving issue without recurrence. Customer may continue using pump and was instructed to call back if malfunction code recurs.